Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead due to t-wave oversensing. The event was reported from the shock-less clinical study. There were programming changes made and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.